Manufacturer narrative:
Other relevant device(s) are: product ID: envpro-16, serial/lot #: unknown. Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed using standard technique, but dislodged ventricular during the time of deployment. The device moved approximately 15mm deeper than the intended implant depth and did not provide enough seal. Moderate-severe paravalvular leak was noted. The tabs of the valve were snared with two snares and the valve was pulled up. It was reported that the valve was pulled too hard which caused the valve to dislodge from the annulus into the ascending aorta. The valve was anchored in the aortic arch. Subsequently, a non-medtronic transcatheter valve was implanted. No additional adverse patient effects were reported.